Manufacturer narrative:
(B)(4). Batch # n92u3e. The device was received with the top of the I-blade fractured lifted. No damage was observed with the jaws as reported by the costumer. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the jaws would not open initially so he took them out of the patient and was able to open them. The device was then placed on the round ligament. They then would not shut. The jaw is loose. No harm has come to the patient and they have opened a new one.